Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump¿s black box showed no evidence of a load step malfunction. During testing, while performing the load step, the pump failed to recognize the cartridge and emitted a ¿no cartridge detected¿ warning; a load step malfunction occurred. The force sensor calibration was not able to be measured due to the load step malfunction. The pump cover was removed and a cracked trace was observed near the force sensor pins.